Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external dialysate leakage was observed around the venous side of the dialysate port of a polyflux 140h after starting treatment. There was patient involvement and no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation and visual inspection and a leak test of the dialysate side was performed. A crack in the welding zone was observed. The failure could be confirmed. The cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.